Manufacturer narrative:
Patient information was refused to be provided by the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 5 minutes. It was reported that after registration for an optical tumor resection, the surgeon felt slightly inaccurate by a few mm. The surgeon did not want to re-register and was going to move forward accounting for the inaccuracy. The surgery was completed with navigation and there was no impact on patient outcome.